Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were unable to be reviewed due to the serial number of the system controller being unknown. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states how to properly exchange the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a system controller exchange was confirmed. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 23 days ((B)(6) 2021 per time stamp). There were no events related to the reported event active in the log file. An additional log file was submitted following a system controller exchange, confirming the controller exchange. Multiple good faith efforts were sent to retrieve additional information including why the system controller was exchanged, the serial number of the system controller, and if the exchanged system controller would be returned; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the patient's log files found an increase in power and a decrease in average (pulsatility index) pi towards the end of the log. The ventricular assist device (vad) was functioning as intended. The patient's system controller was exchanged for an unrelated reason on (B)(6) 2021 and additional log files were sent. These log files sent showed the same increase in power and a decrease in average pi towards the end of the log. Related manufacturer reference number 2916596-2021-03650.